Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - (B)(6) study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 25mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. A post-implant balloon aortic valvuloplasty was performed using a 28mm non-abbott device due to underexpansion of the 35mm navitor vision valve. The final non-coronary cusp implant depth was 5.92mm and the length of membranous septum was 6.1mm. Post-procedure, an electrocardiogram confirms development of a second-degree heart block. The decision was made to place a temporary pacemaker. On (B)(6) 2024, an electrocardiogram detected a first-degree atrioventricular block with a new left bundle branch block (lbbb). On (B)(6) 2024, the decision was made to implant a permanent pacemaker.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported valve underexpansion and heart block could not be conclusively determined. The reported unexpected medical interventions, hospitalization, and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.